Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a fatal error. A technical support specialist reviewed the station medication application logs and found that the internal network interface card (nic) disconnected, preventing the application from restarting. The logs showed repeated socket exceptions and a failure to locate the pyxinet network interface. The station was rebooted and the application has been accessible since then. The most likely cause was windows power-saving settings shutting down the internal network interface card (nic), disabled the network interface card (nic) and universal serial bus (usb) power-saving options per knowledge article (ka) es - loss of communication on station due to network interface card power management setting and confirmed the issue is resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on error fatal, the customer attempted troubleshooting by rebooting the station; however, the effort was unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.